Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal Morphine via an implantable pump. It was reported that a targeted drug delivery (TDD) patient experienced a pump issue. It was stated that magnetic resonance imaging (MRI) was not performed. The pump generated an alarm and the programmer displayed error code 100. It was reported that the dose may be too low and the pump motor had stopped running. When asked what diagnostics/troubleshooting and actions/interventions were performed, it was stated that they were, "unable to respond to this type of technical question". The issue was resolved at the time of the report. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the serial number of the pump was not known. The cause of the motor stall could not be determined. The information was confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.